Event description:
The pt reported experiencing a popping noise followed by loss of sound. External equipment was exchanged; however, lock could not be established. Surgery to explant the pt's device has been scheduled.